Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. Inspection and testing of the returned device could not confirm or reproduce the reported e315 error code. In addition, service found there was fluid invasion and corrosion inside the control section and scope connector, switch #1 was leaking, the biopsy channel was leaking, the light guide bundle was broken, the scope connector cover was deformed, and there was no image due to a faulty cable and circuit boards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the scope displayed error code e315 (scope error) during maintenance of the device after an enteroscopy procedure. The intended procedure had been completed using the subject device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although the reportable malfunction was not confirmed, it is likely the e315 error occurred because of leakage caused by physical stress, or water invaded the cable causing the damage to the circuit board. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following instructions for use: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.